Event description:
Immediately after surgery, I vomited for about 12 hours. Since then I have difficulty swallowing. I choke quite often. I have a constant low grade fever. I stabbing pain on the right side of my chest, it feels like I have a knife constantly stuck in me. Shortness of breath on the right side. It feels like I breathe fire. I now have bad breath. I keep getting chest colds that last for 3 weeks and it takes multiple antibiotics to go away. I am always tired, no matter how much I sleep, my energy level are low. I have not felt completely healthy since the procedure. Dose or amount: injected; frequency: 2003.